Manufacturer narrative:
(B)(4). Investigation results: a visual examination of the returned complaint device found the balloon ruptured. No damage was found on the catheter of the device. This failure is likely due to factors or conditions related to procedure, such as handling or manipulation during the preparation, initial set-up or during procedure that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two cre wireguided dilatation balloons used in the same patient and procedure. It was reported to boston scientific corporation that two cre wireguided dilatation balloon were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the balloon deflated while attempting to be inflated. The same issue occurred with the second cre wireguided dilatation balloon. The procedure was completed another cre wireguided dilatation balloon. There were no patient complications reported as a result of this event. Investigation results revealed that the balloon had burst; therefore, this is now an MDR reportable event.